Event description:
The caller reported that they did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no information regarding any adverse impact on the customer¿s blood glucose level as the caller declined to answer. The customer resolved the issue on their own earlier in the day by changing the infusion set and cartridge, successfully resuming insulin. Technical support is sending a replacement infusion set and cartridge.